Event description:
It was reported that during a coronary stent proceudre, that after delivering a stent and a balloon catheter the wire became stuck during removal. Upon removal of the wire it was noted that the tip had seperated. No attempts at retrieval were made and the tip remians in the patient. Patient status is listed as "ok"